Manufacturer narrative:
(B)(4). The complaint states that the patient experienced a hypoglycemic event on 08/15/2015. Data was provided for investigation. The customer complaint of a hypoglycemic event could not be confirmed through the data logs. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015, at approximately 9:00pm. Patient's husband stated that patient's blood glucose reading was below 55mg/dl at the time of the event. Patient's husband called for an ambulance. It was reported that the patient was transported to the emergency room for observation. The paramedics administered glucose, unspecified, to raise blood glucose levels. Patient's husband stated that he did get an alert when blood glucose levels were at 80mg/dl, but was not sure if the alert sounded at 55mg/dl. Patient reportedly stayed overnight for observation and was released in the morning, (B)(6) 2015. At the time of contact, patient was reported to be fine. No additional medical intervention was required. No additional event information was provided.